Manufacturer narrative:
This report is filed december 13, 2013.

Event description:
Per the clinic, the patient experienced a head injury resulting in an exposure of the internal device. The patient was prescribed keflex on (B)(6) 2012. The patient underwent a surgical procedure on (B)(6) 2012, to treat the wound and to reposition the skin flap due to breakdown. The patient was prescribed keflex on (B)(6) 2012, due to additional breakdown of the skin flap. The patient was implanted in the contralateral ear on (B)(6) 2013. Explant is planned but has not taken place at the time of this report (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. On (B)(6) 2013, the patient was implanted on the contralateral side. This report is filed october 10, 2013.